Event description:
It was reported the patient had withdrawal symptoms. The patient experienced flu-like symptoms patient was in the emergency room (ER) and the managing physician wanted the pump interrogated. The pump was interrogated and a motor stall was noted in the event logs with no motor stall recovery. Per the reporter the patient did not have an MRI or other procedure to cause the stall. The patient had a ptm and first noticed the motor stall code on the before going to the ER. The patient was put on a fentanyl patch and the pump was replaced the following day. It was indicated the patient was "doing well." The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Programmer 8835, serial# (B)(4); catheter 8709sc, serial# (B)(4), implanted: (B)(6) 2010; lot# n225537, implanted: (B)(6) 2010, explanted: unknown. (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the pump found slight corrosion, moisture, and residue throughout the gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.